Event description:
It was reported by svc report that the bed exit was not arming. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: scale out of calibration.